Event description:
In 2008, the patient reported elevated blood glucose readings of 418 mg/dl, then 333 mg/dl and currently, after several boluses of insulin, 286 mg/dl. He said he does not believe his insulin infusion device is properly delivering insulin. He stated the device makes a clicking sound when a bolus is being delivered. To troubleshoot, the patient was instructed to check the device bolus history and he confirmed it to be accurate. He changes his infusion headset every 3 days and his tubing every 1-2 weeks. He was advised to change his tubing every 6 days. Troubleshooting did not find any product issues. The patient stated he will change his infusion set tubing and switch to another infusion device. On follow up with the patient later the same day, he stated his blood glucose has decreased to 127 mg/dl. He said he changed his tubing which had been in use at least 1 1/2 weeks. The patient still thinks the issue is with his infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.